Manufacturer narrative:
(B)(4). Batch # t5c58d. Investigation summary: upon visual inspection of two photos, the following was observed: the first photo shows a device from anvil area and a gold reload from top view and the jaws of device is in open position and the reload is unfired. The second photo shows a gold reload with the pan cartridge partially dislodged from right side. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.,it was reported that: cartridge installation issue. The analysis found that one ec60a device was returned with no apparent damage and with an ecr60d cartridge reload not loaded on the device. The cartridge was received unfired, with the cartridge pan partially dislodged from left proximal side. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic low rectal surgery, could not install the reload. Checked the reload and noted the pan detached from the reload as the photo shows. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.